Event description:
It was reported that while using bd facslyric¿ carryover between patient samples had occurred. The following information was provided by the initial reporter: "carry over issues."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported that while using bd facslyric¿ carryover between patient samples had occurred. The following information was provided by the initial reporter: "carry over issues."

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 13-may-2022. H.2 device return to manuf .?: no. H.2 device eval by manufacturer?: yes. Investigation summary: scope of issue: the scope of issue is only limited to facslyric 2l4c instrument, part # 651164, serial # (B)(6). Problem statement: customer reported complaint regarding the instrument producing high carry over between sample tests. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 09may2021 to date 09may2022. Complaint trend: there are 2 complaints related to the issue of high carry over; pr# (B)(4) and this one, 5148837. Date range from 09may2021 to date 09may2022. Manufacturing device history record (DHR) review: part # 651164, serial # (B)(6), file #659180-659180-r659180000161-105571717-17, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a bad pinch valve. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Upon arrival, the fse started by checking the sit flush, pumps, pinch valves, fluidics, optics, and performance of the instrument. The fse found that the pinch valve tubing was the root cause of the carryover and repaired the tubing. After the repairs, the instrument was tested and confirmed to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: 02441012, case # 01679559 install date: 24jan2022 defective part number: n/a work order notes: subject / reported: carry over issues problem description: carry over issues work performed: sit flush check, pump check, pinch valve check, performance check, fluidics check, optics check, pqc all passed, the instrument is working normally cause: pinch valve was not good. Solution: sit flush check, pinch valve check, performance check, pqc all passed. The instrument is working normally. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? Azure ID: 89236. ID: libivd-ra-256 3.1.34. Reg status: ivd; ruo. Hazard: incorrect data. Source: flow cell fmea. Cause: tubing or port detail diameters at spec extremes, causing misalignment. Harmful effects: 1. Unacceptable carryover. 2. Potential incorrect results. Risk control: sample carryover testing to confirm the sample carryover level to specifications. Req link (azure ID): n/a. Implementation verification: lsvn-1013-dp sample carryover. Effectiveness verification: lsvn-1013-dr. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the carryover between sample tests was due to a worn pinch valve tubing. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a bad pinch valve tubing. The fse checked the sit flush, pumps, pinch valve, fluidics, performance, and optics and identified the issue to be the pinch valve. After performing the repair on the pinch valve, the instrument was tested and confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.